Manufacturer narrative:
The insulin pump powered up properly after battery installation and there was no blank display. The device was received with no button response due to unlocked lcd keypad connector. The displacement test was unable to be performed due to no button response. The device was monitored and the time advanced properly. The insulin pump did not have a frozen display. The insulin pump was received with cracked reservoir tube lip, minor scratches on the lcd window and scratches on the reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and frozen screen. Customer advised they replaced the battery and infusion set and realized the screen is frozen. Troubleshooting for the frozen display was performed. Customer advised the time does advance and therefore there is no frozen screen. Customer advised the time clock is working but there is still a frozen display. Customer advised the buttons on the device are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.